Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in germany. It was reported that the patient faced low blood glucose levels on (B)(6) 2025. The patient was assisted with carb intake by wife initially. The patient went to the emergency room and subsequently hospitalized due to low blood glucose level. The blood glucose level was 1.4 mg/dl and treated with infusion. The patient was in the hospital at the time of reporting. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action CAPA/FDA action plan.this submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (8021545-2025-03295), was submitted on 20-nov-2025 however, based on the reassesment and investigation on 22-jan-2026 and clinical review done on 06-feb-2026, it was determined that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.